Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and identified a power source detection issue. The battery and main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).